Event description:
It was reported that a break occurred. A 2x6 embold fibered was selected for use. During the procedure, other coils were deployed prior to the 2x6 embold fibered coil. A portion of the 2x6 embold fibered shaft was damaged and broke off alongside the coil. The device was removed. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to retrieve additional details regarding the reported event and the device status, but further information was unable to be obtained. Investigation results: device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review statement: a risk review performed for the embold fibered device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as unable to exclude device problem.